Event description:
On (B)(6) 2022, this (B)(6) year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they experienced abdominal fullness and vomiting following a pd treatment. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal discomfort, nausea, vomiting and drain complications during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with staphylococcus epidermidis and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to a combination of touch contamination and constipation. Additionally, all symptoms initially experienced by the patient were attributed to this infection. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (doses, frequencies, and duration for both medications unknown) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler at home. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a combination of touch contamination and constipation as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. Additionally, it is well known peritonitis infections can originate form intra-abdominal sources, particularly in the environment of constipation. Considering the culture results, it is evident that this infection was more than likely only caused by touch contamination as the presenting microorganism is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, this 50-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they experienced abdominal fullness and vomiting following a pd treatment. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal discomfort, nausea, vomiting and drain complications during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with staphylococcus epidermidis and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to a combination of touch contamination and constipation. Additionally, all symptoms initially experienced by the patient were attributed to this infection. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (doses, frequencies, and duration for both medications unknown) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler at home. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a combination of touch contamination and constipation as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. Additionally, it is well known peritonitis infections can originate form intra-abdominal sources, particularly in the environment of constipation. Considering the culture results, it is evident that this infection was more than likely only caused by touch contamination as the presenting microorganism is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.